Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.00 x 48 mm stent delivery system was returned for analysis, the following attributes were examined: stent: examination of the crimped stent via scope found evidence of damage with stent struts from the mid to distal stent region lifted and misaligned. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0.0420 inch this is within max crimped stent profile measurement specification. Balloon: the balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. Shaft polymer extrusion: the shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20oct2021. It was reported that the device failed to cross the lesion. A synergy xd mr ous 3.00 x 48mm was selected to treat an 80% stenosed target lesion in a moderately tortuous and severely calcified right coronary artery. The lesion was predilated but the synergy xd mr ous 3.00 x 48mm failed to cross the lesion. No patient complication were reported. However, device analysis revealed stent damage.